Event description:
Cq technician notified cq service that potential device contamination was identified during a depot repair. Hpc testing was performed after a visual inspection of the tubing by cq director of operations and epidemiologist, and a result of 27600 mpn/ml was received, exceeding the 100 mpn/ml limit. As a result, an internal water pathway replacement is recommended. This issue was identified on (B)(6) 2024, no patient involvement was reported.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email. As of the date of this report the customer has not responded to these options.